Event description:
It was reported that the monopolar curved scissors instrument is defective. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the distal end of the main tube to have multiple deep scratches concentrated on one side of the tube, with material removed. Some of the scratches are not aligned with the tube axis and were likely caused by an instrument collisions. A few of the scratches are parallel to the tube axis, approximately .040 inches wide, and were likely caused by rough handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.